Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device and delivery system (wds) were selected to be used. Sedation of the patient prior to the procedure and the medication management were not simple. The patient needed a higher dose of propofol agent and additional medication for sedation, which caused a breathing depression for a short time at the beginning of the procedure. After managing the sedation, the procedure was continued. The physician positioned the was in the laa of the patient. Before inserting the wds into the was, the physician noted that there was an air embolism in the left atrium. The physician used a syringe and aspirated the air embolism out of the patient. The air was resolved, and the procedure was continued. The wds was inserted into the was and the closure device was then successfully implanted in the laa of the patient. Post procedure the patient did not wake and was taken to the intensive care unit where a computed tomography scan of the patient's head was performed. The imaging showed that the patient had hypoxic brain damage. The patient was planned to be transferred to another facility to undergo treatment for the brain damage, but the patient did not make it, and the patient died.